Manufacturer narrative:
The actual device was not available. The customer reported the presence of multiple cases of particles inside the bags, which may belong to the same batch. However, the batch number was not provided, and no photographs or samples were supplied to allow determination of the nature of the observed particles. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A plastic particle floating in baxter exactamix bag was found by a pharmacist during tpn final preparation check of the 500 ml ethylene vinyl acetate bag. The particle appears to plastic-like and a single filament. Bag was sequestered away and did not reach patient. Several of these particles have been found from this reference. Number exactamix bags. The assumption is that particles could be from this specific lot of bags. This is a significant safety risk for patients as total parenteral nutritions are IV medications that have direct access to the patient's circulatory system that could result in clot, obstruction, inflammation, and/or infection, which overall could have more serious outcomes.